Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, a pericardial effusion was observed via diagnostic imaging. The physician alleged a perforation was the cause of the effusion, however, it remains unknown on whether or not the catheter was related to the event. No allegation of malfunction was made against the catheter. Pericardiocentesis was performed to resolve the effusion and the procedure was completed as expected. The patient was in stable condition following the procedure